Manufacturer narrative:
This follow-up MDR is being submitted to provide corrected and additional information related to the manufacturer¿s evaluation. During further review, a flow rate offset adjustment was made, with the value changed from 7 to 2. This adjustment addressed a minor flow rate deviation identified during testing. The observed flow rate deviation did not exceed the ±15% specification and therefore did not meet MDR reportability criteria. No reportable device malfunction or performance failure was identified.

Event description:
Intuvie received a report from mckesson indicating that the unit fail flow, and that the unit required a hex file installation. The failure mode was confirmed. The probable cause was determined to be a calibration issue. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report from mckesson indicating that the unit fail flow, and that the unit required a hex file installation. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a calibration issue. The hex file was installed, and the pump was recalibrated, after which it successfully passed all required tests. CAPA- zm2023-07 was initiated to investigate the root cause for this failure mode. The flow failure was identified during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
Intuvie received a report from mckesson indicating that the unit fail flow, and that the unit required a hex file installation. The failure mode was confirmed. The probable cause was determined to be a calibration issue. No patient involvement was reported.